Event description:
Information received by medtronic indicated that the customer received multiple pump error alarms. Customer was able to clear the alarm. Customer was not able to rewind the insulin pump. Troubleshooting was successfully performed; however, the customer will discontinue use of the device. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the insulin pump was returned for analysis.

Manufacturer narrative:
Retainer = black . The insulin pump was returned for multiple insulin pump error alarm found on (B)(6) 2022. Device received with constant insulin pump error alarm during rewind due to corroded motor home switch. Unable to confirm multiple insulin pump error alarm due to insulin pump error alarm. However, the history was download successfully using thus software. Long history file confirmed insulin pump error on (B)(6) 2022 04:22:00:000 pm and insulin pump error on (B)(6) , 2022 03:53:01:000 pm due to moisture damage on electronics assembly. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and delivery accuracy test or confirm displacement anomaly due to insulin pump error alarm. The following were noted during visual inspection, fading serial number label and broken belt clip rails. The unit p-cap / test reservoir locks in place properly. Device was confirmed for insulin pump error alarm due to moisture damage and corrode motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.